Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed. Analysis revealed voids on the outer insulation bilumen tubing. The defibrillation conductor was distorted. There was blood/body fluid (not obstructed) on several conductors. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had environmental stress cracking breach/breach (non-electrical). A white substance was noted on the exposed defibrillation coil. There was a cosmetic depression on the outer insulation. The helix was distorted/bent. It was also noted there was blood in/on the helix mechanism.

Event description:
The lead was replaced prophylactically and was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.